Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified that the fiber was received in 2 pieces. Fiber body was broken between connector and tip. Visual inspection of the connector did not identify any defects or burn marks. The reported event is confirmed. It is likely that the observed damage was resulted by applying excessive force to the fiber during procedure. The device instructions for use (IFU) instructs to avoid bending the fiber above the maximum bending radius, as it may lead to energy loss and damage to the endoscope. Based on analysis and the information available, the interaction between the user and device, may have caused or contributed to the observed fiber break and reported event, therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that, during a transurethral lithotripsy procedure, the laser light was unable to radiate and an error message displayed indicating to check the debris shield; the burn of the debris shield was confirmed. The procedure was completed after replacing the debris shield and fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified that the fiber was received in 2 pieces. Fiber body was broken between connector and tip. Visual inspection of the connector did not identify any defects or burn marks. The reported event is confirmed. It is likely that the observed damage was resulted by applying excessive force to the fiber during procedure. The device instructions for use (IFU) instructs to avoid bending the fiber above the maximum bending radius, as it may lead to energy loss and damage to the endoscope. Based on analysis and the information available, the interaction between the user and device, may have caused or contributed to the observed fiber break and reported event, therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during transurethral lithotripsy (tul) procedure, the laser light was unable to radiate and an error message displayed indicating to check the debris shield. Reportedly, the burn of the debris shield was confirmed. The procedure was completed after replacing the debris shield and fiber without patient complications. Analysis of the returned fiber identified fiber break.